Manufacturer narrative:
The date of event and date of the report provided with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Transfer guard needle found bent. Using a new transfer guard, a pre-fill test was performed to reservoir and passed inspection. No occluded anomalies found during analysis. Plunger was easy to connect/release properly. One open/used reservoir was evaluated. Reservoirs passed inspection. No occluded anomalies found during analysis. (B)(4).

Event description:
The customer reported via phone call that she had issues removing the reservoir from the blue transfer guard. The customer had issues inserting her infusion set. Customer's blood glucose level was 45 mg/dl. She treated her blood glucose level with a 5 unit manual injection and a snack. The customer was advised that the device would be replaced and agreed to return the product for analysis.